Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump emitted a loss of prime alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/26/2013 with the following findings: a review of the pump history showed multiple loss of prime warnings due to a low non-zero force. The pump performed ¿ez-prime¿ steps successfully with no loss of prime occurring. During testing, the force sensor calibration and force sensor resistance reading were found to be out of required specifications. The pump was exercised for 24 hours with no loss of prime occurring. The pump cover was removed and no contamination was found on the force sensor plate. The force sensor resistance was found to be above specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump was emitting loss of prime warnings was confirmed in the history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.